Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a craniotomy for tumor resection, a drill bit broke off in the patient's skull bone. An x-ray was taken, and no retention of the drill bit in the patient. It was also reported that there was no medical intervention and no delays as a result of this event. Awaiting further details on the event.